Manufacturer narrative:
Updated fields: b4, d9(return to manufacture date), g3, g6, h2, h10, h11. Corrected fields: h6(type of investigation). A getinge field service engineer (fse) evaluated the iabp unit and replaced the power management pcb and performed pm and safety checks. Repair done. All other items listed on the service order are related to preventive maintenance. The defective components were received for further investigation. The failure analysis and testing dept. Received with a reported unit failure of the batteries not charging. The fat performed a visual inspection and found the part to have a blown q27 component. Fat cannot test this part due to the damage and the risk it poses to the cardiosave test fixture. Fault is impossible to define. This board is obsolete and cannot be tested by the supplier. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Aq. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Additional information e1(event site state - zh,)(event site postal code - (B)(6) za) additional point of contact - (B)(6) biomedical engineer. The getinge field service engineer (fse) that encountered the reported issue during the preventative maintenance (pm) replaced the power management pcb to fix the issue and performed a full functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The pm was completed and the iabp was then released and cleared for clinical service.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the li-ion batteries were not charging and were empty/dead. There was no patient involvement reported .